Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. After the procedure had ended and the cooling down process was complete, the surgeon was removing the fluid from the catheter when the balloon had burst inside the patient's cavity. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The device was received with a detached balloon.